Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
Final analysis found that the outer and inner insulations were damaged at 29 cm from the connector pin and the outer coil was fractured in the same location, due to clavicular crush.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Competitive representative. Competitive representative.

Event description:
It was reported that the ventricular lead exhibited intermittent capture. The insulation was damaged due to the suture sleeve being tied down too tightly. The lead was extracted and replaced.